Event description:
It was reported that following the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed, which was standard for the implanting physician. Following the implant of the valve, the patient was transferred to the holding area and subsequently decompensated. The patient experienced chest pain radiating to the jaw and became hypotensive. A chest computed tomography angiogram (cta) was performed, revealing an ascending aortic dissection. Due to the patients advanced age, no treatment was performed, and the patient died. Per the physician, the cause of death was due to the ascending aortic dissection.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 21-may-2027, UDI#: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.